Manufacturer narrative:
UDI - (B)(4). DHR - there is no indication that the production process may have contributed to this complaint. Failure analysis - the catheter was evaluated, and the following observations were noted: did not visually see hair in the package, no visible damage to millar sensor or connector, received catheter in drainage tube, icp express reading read 484, the device passed electronic, noise, and signal drift tests; internal calibration and linearity/hysteresis tests were omitted due to the drainage tube. Based on the above, the complaint was not confirmed. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
A facility reported a hair inside the package of a microsensor. The procedure was completed with a replacement product. No surgical delay.